Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not deliver defibrillation energy. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the energy capacitor wire being disconnected from the connector. The device was archived by stryker and the customer received a replacement device.